Manufacturer narrative:
Physio-control further evaluated the device and downloaded the electronic records and determined that the cause of the reported issue was that the device's internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) due to multiple user power on cycles, which resulted in 10.6 hours of lifetime device on time.  The excessive on time depleted the device's internal hlc batteries.  The excessive on time was likely due to an item being placed on the device which repeatedly pressed the on/off button, however, this could not be conclusively determined.  The device was opened and a physical inspection was performed with no discrepancies observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. During device evaluation, physio observed that the device had all three icons (service wrench, charge-pak and attention) in its readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.